Event description:
The customer reported that a foley catheter was inserted with kit by the medical doctor (md) at the start of the procedure. During the procedure, approximately 20 minutes after inserting laparoscopic ports, there was an audible pop sound. The md stopped the procedure and the staff checked the patient and surroundings. The md also visually checked the patient's abdominal cavity with a scope. No areas of injury or noted concerns. At the end of the procedure, the md went to remove the foley. Upon pulling back the balloon fluid, they noted urine in return. The foley was removed with a noted rip in the balloon. A cystoscopy was done with no appearance of retained product. Sample is not available to be returned however a photo is attached.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One digital image was provided for evaluation. A visual inspection of the digital image was performed and the reported issue was confirmed; the balloon has a rip. The device history records were reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to this issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The balloons undergo 100% inspection by inflation to nominal volume as well as a visual inspection for irregularities which may cause early failure. The controls which are put in place for this type of failure were followed properly. Retained samples were evaluated and no problems were found. Based on the available information, we were unable to detect any non-conformities during our investigation and an exact root cause was unable to be determined. The silicone balloons may fail due to user-related reasons like over-inflation or pulling. At this time, no corrective actions are necessary. This complaint will be used for tracking and trending purposes.